Event description:
During an unknown procedure, the staple line was formed at the two extremities, but not in the middle. There was no patient consequence. The procedure was completed with another like device.